Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation of the electrode belt, the belt did not pass functional testing. The root cause of the failure was contamination in the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).